Event description:
It was reported that after a shaft of humerus fracture in (B)(6) 2007 postoperative a radial paralysis/disturbance occurred. During revison surgery it was observed that the wires of the dall miles system haven`t cut off cleanly and annoyed the nerve.

Manufacturer narrative:
Catalog number and lot code are unknown at this time. The device was reported as an unknown dall miles cable. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding paralysis/disturbance involving a d-m 1.6mm beaded cable set vit was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a radial paralysis/disturbance following fracture of the humerus. During the revision surgery it was observed that (B)(6) cable had not been cut properly and had annoyed the nerve. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes and x-rays are needed to determine the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that after a shaft of humerus fracture in (B)(6) 2007 postoperative a radial paralysis/disturbance occurred. During revision surgery it was observed that the wires of the (B)(6) system haven`t cut off cleanly and annoyed the nerve.